Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port that reportedly leaked a few drops of chemotherapy. During an infusion, the patient alerted the nurse that the lines had come undone. When the nurse went to look into the issue, it was identified that the female and male connectors on the chemolocks came apart. Luckily, the patient was able to spot the issue and report it quickly (which averted a full chemo spill). The nurse knew that the pieces were connected before they left the room. The nursing staff reconnected the pieces to investigate, and they were able to be pulled apart very easily. The staff changed out that part of the line. The next (replacement) female and male connectors fit more securely and were not able to be pulled apart. There was no human harm was associated with this event.

Manufacturer narrative:
One photo was shared by the customer, where the item and lot information from the item #cl2100 was observed. No damage or anomalies are confirmed. Twenty-nine new samples item #cl2100, were received for evaluation. As received no physical damages or anomalies were observed. The samples were tested as per procedure and no leaks or anomalies were confirmed. The male luer were confirmed to comply with iso design expectations. Complaint of leaks cannot be confirmed or replicated. Date returned to mfg:10jan2024.